Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "aiming beam fires straight out of fiber. Doctor buried tip into tissue. Requested another fiber; expired at 318, 728 joules." The procedure was completed using another fiber. The outcome was reported as "ok no harm to pt."